Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was received by the customer on (B)(6) 2025. Before the procedure, upon receiving the package, a hair was found in the sealed packaging of the product. A photo of the device packaging was submitted by the customer and showed a hair inside the sealed package. The product was not used in a procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping. Block h11: investigation results- the returned extractor pro xl retrieval balloon was analyzed, and a visual and media inspection found a hair secured in the seal of the back plastic film. A microscopic evaluation found the hair is unable to be dislodged since the plastic film cannot be lifted. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of packaging foreign matter was confirmed. The returned device with its original pouch unopened shows a hair that is secured in the seal of the back plastic film (brochure envelope). The hair is unable to be dislodged since the plastic film cannot be lifted. Also, a photo of the device packaging was submitted by the customer which showed a hair secured in the seal of the back plastic film. The brochure envelope is manually applied to the exterior of an empty pouch. Since both components are flexible polymer packaging, there may be minor gaps along the perimeter if an envelope does not entirely seal. Foreign matter can become lodged in these gaps, and when external pressure is applied during handling, transportation, and storage, this foreign matter can get trapped by the seal. Therefore, the most probable root cause is quality control deficiency.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was received by the customer on (B)(6) 2025. Before the procedure, upon receiving the package, a hair was found in the sealed packaging of the product. A photo of the device packaging was submitted by the customer and showed a hair inside the sealed package. The product was not used in a procedure. There were no patient complications reported as a result of this event.